Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect k for gen.2 results for a patient¿s serum sample compared to the same patient¿s plasma sample on the cobas 6000 c (501) module. The serum and plasma tubes were drawn at the same time and tested on the same c501 module. The initial serum sample k result was 6.4 mmol/l and the repeat plasma sample k result was 5.5 mmol/l. It was asked but not known which result was deemed to be correct. The patient¿s serum and plasma samples were sent to another laboratory and the customer stated they received the same k results for the serum and plasma samples. No results were reported outside the laboratory and there was no adverse event. The k electrode lot number and expiration date were requested but not provided. The customer stated they suspect that this could potentially be a patient sample specific issue. The customer ran serum and plasma samples collected from a different patient and the results matched. The customer recalibrated and ran quality control. The customer ran the same questionable patient serum and plasma samples again. The customer received the same k results for each respective sample. The field service engineer (fse) checked the ise system, ise flow path, o-rings, cartridges, and acrylic blocks. All were in place. The fse ran an ise check and the customer ran calibration and quality control that were within specification.

Manufacturer narrative:
Based on the information available for investigation a pre-analytic issue is suspected as the root cause may be pre-analytics. There may have been mistakes during sample preparation or the sample cup may have been contaminated. There is no information to suggest an issue with the c501 module.